Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no fault was found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is giving an open door message when it is closed. Site had to manually manipulate the door (squeeze it) for the message to clear. There was no patient present.